Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 180513, comp non-lckng screw 4.75x45mm, lot # 067670, catalog #: 180513, comp non-lckng screw 4.75x45mm, lot # 230150, catalog #: 180502, comp locking screw 4.75x25mm, lot # 184190. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05287, 0001825034-2019-05288, 0001825034-2019-05289, 0001825034-2019-05291. Remains implanted.

Event description:
It was reported that patient underwent left total reverse shoulder arthroplasty approximately 8 years ago. Subsequently, patient has difficulty raising his arm. When they went to the surgeon and got x-rays it showed that the screws are fractured. Revision procedure has not been performed.